Event description:
The fe indicated the displayed images were uninterpretable. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The sys will not be repaired and will be replaced by a new one. The customer canceled the svc call.